Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain (right side pelvic area constant)"), uterine perforation ("malposition of essure device location of device: in uterine /migration of essure device location of device: uterine myometrium/perforation (uterus)/"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("pregnancy (with complications) ") in a 35-year-old female patient (gravida 3, para 2) who had essure (batch no. B93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complications)". The patient's past medical history included multigravida (B)(6) 2007, (B)(6) 2014). Previously administered products included for birth control: ortho-novum in 2013 and mirena iud from 2008 to 2013. Concurrent conditions included parity 2 (B)(6) 2007, (B)(6) 2014). Concomitant products included ibuprofen (motrin) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and acne ("rashes or skin conditions"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / physical pain (right side of abdomen) (event splitted for coding)"), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("frequent infection (bladder/ urinary tract/vaginal) "), urinary tract infection ("frequent infection (bladder/ urinary tract/vaginal) "), vaginal infection ("frequent infection (bladder/ urinary tract/vaginal)") and emotional distress ("mental pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with tretinoin (retin a), surgery (underwent a pelvic surgery on (B)(6) 2016 to try and alleviate the symptoms) and surgery (laparoscopy). Essure treatment was not changed. At the time of the report, the pelvic pain, uterine perforation, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, abdominal pain lower, headache, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, acne, dysmenorrhoea, vaginal discharge, weight increased and emotional distress outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, acne, cystitis, dysmenorrhoea, dyspareunia, emotional distress, genital haemorrhage, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: malposition of essure device location of device: in uterine, migration of essure device location of device: uterine myometrium, for the event start date was (B)(6) 2015, but perforation (uterus), start date was (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Athe healthcare provider tell about the results that the pressure devices were not along the course of the right or left fallopian tubes. Approximate weight at the time of essure placement 150 lbs. In (B)(6) 2015, patient learned that she was pregnant by home pregnancy test and it was positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain (right side pelvic area constant)"), uterine perforation ("malposition of essure device location of device: in uterine /migration of essure device location of device: uterine myometrium/perforation (uterus)/"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("pregnancy (with complications) ") in a 35-year-old female patient (gravida 3, para 2) who had essure (batch no. B93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complications)". The patient's past medical history included multigravida ((B)(6) 2007, (B)(6) 2014). Previously administered products included for birth control: ortho-novum in 2013 and mirena iud from 2008 to 2013. Concurrent conditions included parity 2 (B)(6) 2007, (B)(6) 2014). Concomitant products included ibuprofen (motrin) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and acne ("rashes or skin conditions"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / physical pain (right side of abdomen) (event splitted for coding)"), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("frequent infection (bladder/ urinary tract/vaginal) "), urinary tract infection ("frequent infection (bladder/ urinary tract/vaginal) "), vaginal infection ("frequent infection (bladder/ urinary tract/vaginal)") and mental disorder ("mental pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with tretinoin (retin a), surgery (underwent a pelvic surgery on (B)(6) 2016 to try and alleviate the symptoms) and surgery (laparoscopy). Essure treatment was not changed. At the time of the report, the pelvic pain, uterine perforation, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, abdominal pain lower, headache, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, acne, dysmenorrhoea, vaginal discharge, weight increased and mental disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, acne, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, mental disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: malposition of essure device location of device: in uterine, migration of essure device location of device: uterine myometrium, for the event start date was dec-2015, but perforation (uterus), start date was (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Athe healthcare provider tell about the results that the pressure devices were not along the course of the right or left fallopian tubes. Approximate weight at the time of essure placement 150 lbs. In (B)(6) 2015, patient learned that she was pregnant by home pregnancy test and it was positive. Most recent follow-up information incorporated above includes: on 13-apr-2018: plaintiff fact sheet received. New reporters added. Plaintiff¿s demographics, pregnancy detail, historical drug, historical condition, concomitant disease, concomitant drugs added. Essure start date and indication updated and lot number added. New events pregnancy (with complications), pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), frequent infection (bladder/ urinary tract/vaginal) , malposition of essure device location of device: in uterine/ migration of essure device location of device: uterine myometrium/ perforation (uterus)/ failure to occlude (close) fallopian tubes, dysmenorrhea (cramping), vaginal discharge, perforation (uterus), weight gain, acne and mental and physical pain (right side of abdomen) were added. Treatment drug and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a pelvic surgery on (B)(6) 2016 to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.